Event description:
It was reported that a boot up anomaly was observed on the transmitter. Upon inspection it was noted that the power adapter prongs were slightly burnt. The transmitter with power adapter was replaced. There were no patient consequences.

Manufacturer narrative:
The field complaint of burn marks on the green contacts was not verified. The visual inspection revealed no damage to the outer plastic housing of the transmitter as well as the alternating current (ac) power adapter. The field complaint of the transmitter at continuous boot up sequence was not verified. The unit was plugged in to the working ac power outlet and the unit powered on successfully. The unit proceeded to boot up to sleep mode, which is considered normal behavior for a transmitter. Software v8.3 rev.2 was installed with success. The patient data was deleted successfully. In conclusion, there were no burn marks observed, as well as, there being no issues or malfunctions present with the unit. The transmitter functioned as intended.